Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and the customer reported malfunction was verified. The se replaced the expiration valve (evq) with one from the customer¿s stock to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a ¿severe occlusion¿ alert. There is no additional information available. However, no patient harm was reported.